Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s pump stopping due to a lack of power was not confirmed. The system controller (serial number unknown) was not returned for analysis, and no log files were provided. It was reported through the patient outcome that the patient passed away. Whether the outcome was device or therapy related was not provided by the customer. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the system controller was not provided. The heartmate 3 patient handbook instructs users on how to check the current relative charge of the 14-volt batteries. Two fully charged batteries are expected to power the system for approximately 17 hours, and this can vary depending on activity level. The heartmate 3 patient handbook instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. The heartmate 3 patient handbook instructs users on how to correctly connect to a new power source when switching power sources. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users on how to identify and respond to alarms that sound from their controller, including alarms associated with no external power conditions. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to pump stoppage from lack of power. An autopsy was not performed. The device was not explanted.